Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a flexible bronchoscopy and right middle lobe lung resection procedure, there was poor staple formation and the distal staple line was incomplete - the staple line was fixed with sutures. The 3rd reload stapler was fired and only some of the staplers were formed, this resulted on a pulmonary vessel bleeding. A surgical intervention was needed - required stitching, pledgets and blood transfusion. The patient hospitalization was extended due the issue. There was blood loss of 500cc or more - a blood transfusion was needed. The surgical time was extended 30 minutes or more due the issue. The patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was fully fired, with a deformed anvil clamping mechanism. Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism .the reload cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit/reload from cycling again. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circum-stances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be diffi-cult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.